Manufacturer narrative:
It was reported that unknown sound is coming during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the device was inspected. Initially the nozzle unit on air gas module has been found defective and has been replaced, but the issue persisted. Both inspiratory and expiratory pressure transducers were cleaned, but the issue persisted. Finally the air gas module was detected as faulty and it replacement is necessary to resolve the issue. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The defective part nor device's logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/25/2017 corrected manufacture date: 04/13/2017. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an unknown sound during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).